Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing process. At the time of the report, the customer reported seeing insulin at the end of the luer lock; however, the customer was unable to verify if insulin was "dripping" at the luer lock or if it remained stagnant. The customer declined further troubleshooting. The customer's blood glucose level was 150 mg/dl.